Event description:
It was reported that the asymptomatic patient presented after receiving a vibratory patient notifier. Far p wave oversensing was observed in non-sustained ventricular oversensing. Programming changes were made.

Manufacturer narrative:
(B)(4).